Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of epithelial ingrowth near flap edge, observed at six weeks post lasik flap lift and re-treatment of the left eye. Reported indicated they increased the topical steroid eye drop dosage. Patient noted increased photophobia, discomfort, and soreness for three days. Upon additional follow up, the reporter indicated the patient issue was resolved.